Event description:
Delivery of radiation dose to the wrong site. The patient was treated using the novalis image guided alignment system. Markers were placed on the skin, positioned based on those marks and x-ray taken by computer-controlled system. Computer compares those x-rays to CT data taken prior to treatment and determines final patient position by computer algorithm. Computer indicated that shift was correct and the therapist gave the treatment. Later it was discovered that the computer did not give correct shift and the radiation was given to an area next to the tumor. Patient will now require an extra dose of radiation treatment. This was patient's first day of treatment so there will be no breaks in treatment schedule and md has determined that no harm has been done at this time. All appropriate state reports have been filed and brain lab (manufacturer) has been notified.